Event description:
Additional information was received and it was stated that the device was replaced at the end of last week. Battery only, impedances normal when it was run in. No further complications were noted or anticipated

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient noticed they were going to the bathroom a lot since maybe (B)(6), so they went to check the device and saw a por message. The patient noted they had a foot surgery in (B)(6) but no recent emi exposure. The patient was redirected to their healthcare provider. On (B)(6) 2019 a rep called in reporting the patient was being seen the day of the call for programming. The rep reported when they interrogated the device with their clinician programmer a por occurred, and it asked for a serial number. The rep reported the serial number auto-populated. The rep reported they could not do electrode impedance as the patient felt intermittently uncomfortable stimulation. The rep started at a low voltage, 0.9v, and couldn't finish the test as the patient was uncomfortable with the stimulation. The patient was comfortable with 2.1v on program 7, 210pw/14hz, 0+, 2-, 3- but when the patient would use their programmer the por occurred when attempting to increase up to 3.9v. The rep tested impedance at 1v, and the impedances were >4,000 ohms and current was <15ua, the capacity was ok. The rep did not provide a longevity estimate. The rep reported during the interrogation program 7 was at 1.0v, 210pw, 14hz, 0+, 2-, 3- and the por occurred, and stimulation jumped to 4.5v. It was suggested to delete all programs and re-program program 7 but the caller didn¿t want to re-run the therapy impedance as the patient was feeling uncomfortable stimulation. The caller reported no medical procedure was done and the most recent surgery was a foot surgery back in (B)(6) 2019. The patient and caller were redirected to the healthcare provider. No further complications were reported.

Manufacturer narrative:
Also, corrections to: b2: intervention was required. D7: explant date of (B)(6) 2019 was added. H1: serious injury applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative: the hcp disposed of the device, it will not be returned for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative: the cause of the por, high impedances, and stim jumping t o 4.5v during interrogation was not determined. The rep followed the advice of tech services. When asked if the issue was resolved rep stated device is now off. No further complications were reported.